Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (blank screen) issue. The reporter stated that the pump display screen went blank and remained blank after battery changes. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/07/2013 with the following findings: a review of the pump¿s history showed multiple call service alarms following a replace battery alarm. During testing, the pump¿s display screen was not blank during start up; however it did appear dim and discolored. A test screen was installed and displayed properly. Unrelated to the complaint, evaluation revealed that the audio bolus button cover had a hole and the button was unresponsive during testing. The cover was removed and there was evidence of contamination and the contact was misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.